Event description:
On (B)(6) 2010, the pt reported the infusion device failed to display the a2 (cartridge low) alert. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.